Event description:
Bbraun infusomat space pump low absorption set. Lot # 0061843406 secondary tubing spiked into medication and when nurse went to put tubing into pump to prime, it was seen that tubing was backwards. IV set that goes into IV pump and clamp were backwards which made it unable to load into IV pump appropriately (from right to left). There is no way to "fix" the tubing, so nurse had to completely switch out tubing. This is the second manufacturer defect found in tubing made by bbraun today. FDA safety report ID #(B)(4).